Event description:
Same case as MDR ID #2134265-2013-04554 and MDR ID #2134265-2013-04555. It was reported that during percutaneous coronary intervention, motor drive unit was unable to perform pullback. The physician used an ilab system with an atlantis sr pro² catheter to image an unspecified vessel. The image was lost and the mdu had no display. They performed auto pullback once and rebooted the system up, however the issue was not solved. The procedure was completed with a different device. No patient complications were reported and patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Examination of the returned device revealed two flaps of hub rotator were damaged, the unit was able to connect into mdu system properly. One hub wing was bent and the telescope assembly was able to properly pull back, advance, retract and a good square image appeared in the system during testing. Using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).

Event description:
Same case as MDR ID #2134265-2013-04554 and MDR ID #2134265-2013-04555. It was reported that during percutaneous coronary intervention, motor drive unit was unable to perform pullback. The physician used an ilab system with an atlantis¿ sr pro² catheter to image an unspecified vessel. The image was lost and the mdu had no display. They performed auto pullback once and rebooted the system up, however the issue was not solved. The procedure was completed with a different device. No patient complications were reported and patient's condition is stable.